Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. A boston scientific field service engineer successfully guided the operation remotely and fault recovery was not required for on-site service. Device history record (DHR) review: this avvigo + mob system sn: (B)(6) was installed on (B)(6) 2025. The system was last serviced on 11feb2026. The avvigo + mob system sn: (B)(6) was fully functional with no issues from that time until the reported event date of 14jan2026. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause linked to device but unable to trace more specifically. Based on a thorough review of the reported complaint, the investigation confirmed a problem with the device; however, the available information was insufficient to define the specific cause or resolution of the problem. D2b, pro code (product code), dsk. E1, initial reporter facility name, (B)(6). E1, initial reporter address (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that inaccurate measurement occurred. During the procedure an avvigo multi-modality guidance system was selected for ultrasound examination of the target lesion, it was found that the automated lesion assessment (ala) was not accurate compared to the manual measurement. The procedure was completed using this device. The measurement did not influence the procedure.

Manufacturer narrative:
D2b, pro code (product code), dsk. E1, (B)(6).

Event description:
It was reported that inaccurate measurement occurred. During the procedure an avvigo multi-modality guidance system was selected for ultrasound examination of the target lesion, it was found that the automated lesion assessment (ala) was not accurate compared to the manual measurement. The procedure was completed using this device. The measurement did not influence the procedure.